Event description:
It was reported by the rep that when the device was used during a laparoscopically assisted vaginal hysterectomy procedure, staple line bleeding and malformed staples occurred. The case was completed by using another device. There was no consequence to the patient.